Event description:
On (B)(6) 2016, 3m was informed about a patient who required extraction of two teeth treated with 3m¿ espe¿ lava¿ ultimate cad/cam restorative for cerec crowns. On (B)(6) 2013, the patient received lava ultimate crowns on teeth #12 and #29. On (B)(6) 2014, the crown on tooth #12 was reported to have fractured due to recurrent decay caused by leakage of the crown. This crown was replaced with a new lava ultimate crown on (B)(6) 2014. On (B)(6) 2014, it was again noted that this tooth #12 had recurrent decay and was no longer restorable; tooth #12 was extracted on (B)(6) 2015. On (B)(6) 2015, the patient reported a toothache on tooth #29; gross recurrent decay was found beneath the crown and tooth #29 was extracted on (B)(6) 2015. .